Event description:
A hosp reported to our dist that an air leakage was observed in rt126 neonatal flow breathing circuit while setting up the ventilator. The leak test was conducted using pressure set at 210 cm h2o. Air leakage was detected between the water trap cap and the cup. This was found prior to use. No pt consequences were reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hosp. The prod is not sold in the USA but it is similar to a prod which is sold in the USA.the lot # was not provided. The breathing circuit was tested using pressure tester. It was also immersed in water to determine the source of the leak. Results: the pressure dropped beyond the given limit. The leak came from the swivel y piece. Conclusion: the y piece was not sealing correctly causing a gas leak to occur. Every breathing circuit is pressure tested for leaks during production and those that fail are rejected. The malfunction developed after this time. We have rec'd other complaints of leaking circuits with an occurrence rate of approx 0.0025% world wide for last yr.